Manufacturer narrative:
Product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that patient is reporting when patient charges his device, he is feeling hot at the ins pocket site 5 minutes into charging. Caller did not know how patient charges his device, leaning against a pillow or using a thin cotton shirt. Unknown if patient is seeing the temperature screen on the recharger. Patient was feeling hot when charging, so his skin was hot and red.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient received the replacement antenna but the issue still persisted: the patient's charging process was hot around the pocket site. The patient did not get the temperature screen on the recharger. The patient was not able to charge. A replacement recharger (insr) was sent to the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's ins got warm internally when they charged. The patient thought it was the ins that got warm and not the recharger antenna. An antenna would be sent for troubleshooting. They were redirected to the healthcare provider to check the device. No further complications were reported or anticipated.